Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was found to have corrosion on the swivel and motor and would not power on. The swivel and motor were replaced and resolved the reported issue. It was noted that the device was last serviced in 2021 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that during surgery, the dermatome was connected to the hose and to pressure just prior to using it during the surgery. Upon turning it on, there was reduced pressure as the air was leaking from the handle which could be heard and felt. This did not impact the patient as they did not use it and obtained a 2nd dermatome to use it. They did try the hose from the 2nd dermatome on the first dermatome, and it worked fine. They waited approximately 5 minutes for the 2nd dermatome to come up. Due diligence is complete; no further information is available.